Manufacturer narrative:
The reported event that a piece of body had broken off was confirmed through the visual inspection. Any physical impact to the navigated instrument can cause product damage.

Event description:
It was reported that during equipment evaluation a piece of the device broke off. No adverse consequences or procedural delays were reported with this event.

Event description:
It was reported that during equipment evaluation a piece of the device broke off. No adverse consequences or procedural delays were reported with this event.